Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave over-sensing (pstwos). Programing changes were performed. Patient condition was stable.